Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to drain the biliary tract by inserting zso-7-7. In the process of unfolding the pigtail with a straightener to pass the zso-7-7 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent and the wire did not pass. (B)(4). So, they used the new zso-7-12. They did not change the guide wire. (B)(4). This file was created to capture the incorrect wire guide use with replacement zso-7-12 patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: 1 x zso-7-12 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. As the lot number of the complaint device is unknown, a review of the manufacturing records cannot be conducted. Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.